Manufacturer narrative:
The olympus technical assistance center explained to the customer that there were two possible causes for the spare lamp indicator to light up. Either the spare lamp is being used, or there is a problem with the spare lamp. In either case, it was recommended that the device be returned to olympus for further evaluation. The customer declined returning the device at the time and indicated he had just changed the main lamp. During further follow-up with the customer, he indicated he was going to hold off on sending the device in for evaluation and that if the issue occurs again, then he will send it in for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii xenon light source spare lamp indicator light was on. The device was reportedly still functional, as the doctor was still using the device when the customer called to report the issue. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the spare lamp indicator lighting up was unable to be identified, as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.